Event description:
It was reported that upon interrogation, this implantable device was found in safety mode. The device is planned for explant, however, this has not yet occurred. The device remains in service. No adverse patient effects were reported.